Event description:
The physician was implanting another brand of stent and was having inadequate expansion with the balloon. He then switched to a high pressure balloon to inflate; inflation caused the vessel to perforate. He then used a jostent to seal the perforation. After implanting the jostent, pt showed no contrast extravasation, indicating the perforation had sealed. However, the pt expired post procedure due to massive hemodynamic collapse with significant blood loss.